Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr separation occurred. A rotapro 1.75mm was selected for use to treat a lesion within the coronary artery. During removal it was observed that the burr of the rotapro 1.75mm became separated. The separated burr was completely removed together with the guidewire. The procedure was completed and no patient complication results from this event. The patient status is stable post procedure.

Event description:
It was reported that burr separation occurred. A rotapro 1.75mm was selected for use to treat a lesion within the coronary artery. During removal it was observed that the burr of the rotapro 1.75mm became separated. The separated burr was completely removed together with the guidewire. The procedure was completed and no patient complication results from this event. The patient status is stable post procedure.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched at the point of detachment.